Event description:
It was reported that the left ventricular lead had dislodged. A lead revision was attempted but a suitable vessel could not be found. It was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.